Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited white foreign material in the air-water cyclinder and tube. Additionally, white foreign material was observed inside of the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunctions could not be determined. However, it is likely the white residue remained in the air/water channel and air/water cylinder due to reprocessing was not completed because the subject device had a leakage. Whereas, it is likely the foreign material inside the light guide lens remained as the adhesion location of foreign material was not external surface of the device, due to which the foreign material could not be removed by reprocessing. The light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The instruction manual states the detection method associated with the event foreign material inside the light guide lens in "tjf-q190v operation manual 3.3 inspection of the endoscope", and the instruction manual states the detection method associated with the event white residue in the air/water channel and white residue in the air/water cylinder in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in " tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.